Manufacturer narrative:
D9 - date returned to MFR: unspecified the reported complaint of leakage was confirmed on the returned set. During visual inspection, a crack was observed on the female luer of the stopcock. Stress marks were observed around the crack. When the returned set was primed and pressure leak tested, a leak was observed through the crack on the female luer of the stopcock. The probable cause of the crack on the female of the stopcock had occurred due to environmental stress cracking during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The reporter stated that leakage occurred at the infusion end connector during startup of the flush device of a transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip. Normal saline was involved. There was no harm to the involved patient.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.